Manufacturer narrative:
Continuation of product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause of the adaptive stimulation turning down to 0v was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was noted that the patient had back pain higher than their original pain which started maybe a month ago. It was reported that the patient met with a manufacturer representative who used the tablet and found that someone had either switched the implant off or put it in a mode where it operated 15 minutes and then turned off, turned back on for 15 minutes, etc. It was confirmed that the manufacturer representative corrected that. Recently in the last 2 weeks, the patient was charging almost every day which was different than in the past. The patient had difficulty positioning the controller/recharger and difficulty finding the device. It would say "excellent" but then sometimes say to try again. The consumer thought the touch screen was finicky which they at first thought was funny but recently they had to turn it off or lock it to then start over. It was difficult to find the device and also the controller shut itself off. Lately the battery showed 100% when the patient had typically been charging every day and noted the battery had fully depleted recently as well but the batteries now showed 100% and the word "terminated" on the screen. During the call, the patient services agent had the patient unplug the controller from the wall and pressed x before successfully syncing with the ins and going directly to the therapy screen. The caller stated that it did not normally go to that screen. It was reviewed with the caller that the controller would go to a different screen when plugged into the wall than when it was unplugged. The patient was on group c with 1 program. The intensity was set to 0.0 and indicated surprise that it was at 0. The caller adjusted the setting higher and then lost connected. It showed 0.1 even though the caller stated that they had adjusted it higher than that. Adaptive stimulation was confirmed to be on. A manufacturer representative reported that the patient complained about adaptive stimulation stating that the system was turned down to 0 for unknown reasons. It was noted that the patient's lack of knowledge regarding the system was contributing to the issue. The manufacturer representative reprogrammed the patient for improved coverage. The issue was resolved. No further co complications were reported.